Event description:
It was reported that two separate events occurred on this ventilator. The first event occurred on (B)(6) 2014 while connected to a patient. After the patient was placed on the ventilator, the patient's saturations dropped from the mid 90's to the high 80's with 87% being the lowest noted saturation. The ventilator was alarming "low o2 press". The ventilator patient circuit was checked as well as the o2 connection and connection to the patient with no abnormalities found. The patient was manually ventilated with a nearly immediate improvement in her o2 sats and etco2. The second event occurred on (B)(6) 2014 while connected to a patient. The patient was placed on the ventilator upon loading him into the helicopter. The ventilator had a "low peep" alarm but the patient had no clinical changes. Upon landing, they changed from the on board o2 to the portable o2 and the ventilator continued to have the "low peep" alarm. The patient started to desaturate so he was manually ventilated with an immediate improvement in his o2 sats. This patient was chemically sedated and paralyzed.

Manufacturer narrative:
First event dated (B)(6), 2014: (B)(4); sex: female.second event dated (B)(6), 2014: (B)(4)-sex: male; (B)(6).